Event description:
It was reported that the user experienced a low glucose event after a usual meal announcement while using the ilet and treated with oral glucose tablets, after which glucose rose higher than expected; the user also reported a transient dexcom g7 signal loss with readings resuming shortly thereafter. Symptoms included low blood glucose. Outcomes included user self-treatment and resolution without escalation. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported for the ilet and a sensor signal interruption consistent with transient cgm communication loss, while the hypoglycemia cause remained unclear and the subsequent hyperglycemia was consistent with overtreatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.